Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 28. Details of surgery: primary stability not achieved. On (B)(6) 2025, non-osseointegration was verified. Patient presented with bone type iii, poor oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.